Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced and moved to the abdominal area for comfort.

Manufacturer narrative:
Correction h6: coding corrected from 2388 - inadequate pain relief to 4561 - implant pain.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.